Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) in 2018 due to high out-of-range right ventricular (rv) pacing impedance measurements. Subsequently, the lead configuration was changed to unipolar sensing and pacing. More recently, there was an episode of over sensing of noise similar to myopotentlal. Boston scientific technical services noted it is possible the noise is registered because of the current device settings and reprogramming to split configuration may solve it. Nevertheless, troubleshooting was recommended to exclude/confirm potential lead impairment. No asystole nor lack of pacing was observed. No adverse patient effects were reported. The pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).